Event description:
The pt reportedly experienced a decrease in performance. Programming adjustments were made. However, the problem was not resolved. A decision was made to explant the pt's device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.